Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue troubleshot the unit by disassembling the front of the cart and checked, tighten up all connections of helium line. To resolved the problem, the fse replaced the hi pressure helium regulator and the quick connect o-ring. Performed helium leak and got a passing pressure. Subsequently, reassembled the unit and performed a second helium leak test which also passed. The fse then performed a full functional checkout procedure, unit passed all test and calibrations as per manufacturing specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr-2019 through mar-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue has not been able to complete the repair. Since the service order is not available, a supplemental report will be submitted when this information is provided to us. The initial reporter named is a getinge employee, shortened due to field capacity limit whose full name is (B)(6), who has different contact details from that of the event site. A contact person at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.